Event description:
Customer reported receiving a sensor end alert from the insulin pump. Customer also reported that she had recently been involved in an auto accident due to what police classify as a diabetic episode. Blood glucose level was 103 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturing report number 3004209178-2014-88461.